Event description:
It was reported "during the procedure according to IFU, the md found insertion failed because the wire was not fixed due to stretching during guide wire removal. So, the md opened up the new kit to finish the procedure." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
(B)(4) the customer returned one open kit with the guide wire for evaluation. The introducer needle was not returned. The guide wire was unraveled and showed evidence of use. Visual examination revealed the guide wire is unraveled from the distal weld and has a severe bend in the guide wire body. Microscopic examination of the guide wire confirmed that the core wire was broken adjacent to the distal weld. The exposed distal core wire tip was tapered and discolored at the point of separation. Both welds were present and appeared full and spherical. Visual inspection of the introducer needle could not be performed as it was not returned. The kink in the guide wire measured 142mm from the proximal tip. The core wire measured 600mm which is within the specification limits of 596-604mm per the guide wire product drawing; therefore, no pieces of the core wire appear to be missing. The outer diameter of the guide wire measured 0.800mm which is within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. Dimensional analysis could not be performed on the needle as it was not returned. The proximal end of the guide wire was functionally tested per the instructions for use (IFU) provided with this kit, which states "advance guidewire through the arrow raulerson syringe or through the introducer needle by pushing advancer wheel and guidewire forward. Continue until guidewire reaches desired depth." The proximal end of the guide wire was advanced through a laboratory inventory ars/18ga introducer needle assembly. The undamaged portions of the guide wire passed through the needle cannula with little to no difficulty. Functional analysis could not be performed on the needle as it was not returned. A manual tug test confirmed that the proximal weld was secure and intact. A device history record review was performed, and there were no relevant findings. The instructions for use (IFU) provided with the kit warns the user , "warning: do not apply undue force on guidewire to reduce risk of possible breakage." And "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire." The customer report of an unraveled guide wire was confirmed through examination of the returned sample. Visual examination revealed the guide wire was unraveled from the distal end. The guide wire met all relevant dimensional and functional requirements; however, the introducer needle was not returned. A device history record review was performed, and no relevant findings were identified. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances and the customer description, the root cause could not be determined as the introducer needle was not returned. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "during the procedure according to IFU, the md found insertion failed because the wire was not fixed due to stretching during guide wire removal. So the md opened up the new kit to finish the procedure." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".